Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead had a high capture threshold and decreased sensing. The patient was asymptomatic. A venogram was performed and vein was occluded so physician decided to reprogram the ra lead. The patient was stable throughout procedure.